Event description:
As reported, the device is making weird sound. It has clicking sound during use. The issue found during an unspecified procedure. There was no patient harm or injury reported on this event. Device evaluation found loose video board connector.

Manufacturer narrative:
Device inspection confirmed the customer reported issue. Device has a clicking sound due to the connector of video board is loose. After reconnecting the cable, the unit passed the functional test and 2 hours burn-in test. The current software is v2.07. The housing has multiple minor scratches. The top case has a dent on the back side scratches can use as is. Review of fault log, the following error codes showed: 400 ref 25 two times: indicated: biomed time credit expired. Biomed is notified that time credit is expired. Error code stored in log. The biomed test cable has been used beyond its time limit allocation. The operator will have been advised and this error code recorded in the log. There is no fault. 400 ref 11, three times: indicated: footswitch yellow pedal stuck. The usual cause is that the relevant foot pedal is held down during power on self test or there is a faulty foot pedal. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the sound was due to a loose connector of the video board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.